Manufacturer narrative:
Battery was not returned for investigation. A supplemental report will be filed if it is returned. No adverse event reported.

Event description:
It was reported that batteries have been found to have low capacity levels despite following proper battery management. No adverse event reported.